Event description:
It was reported that the customer was taken by ambulance to the hospital due to hypoglycemia. The reported blood glucose reading was 24 mg/dl. Troubleshooting was performed and found that the customer took a 20 unit bolus without checking his blood glucose reading. The displacement test passed. The customer was advised to check his blood glucose reading prior to bolusing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product thas been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.